Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. The customer had symptoms of feeling lethargic and treated with bolus using the insulin pump. Customer's blood glucose value was 477 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on since she started her vacation. Customer declined to troubleshoot for high readings. The customer is requesting for a new insulin pump as she feels insecure with the current insulin pump. The product was returned for analysis.